Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cutting wire was broken. The investigation was performed to confirm the condition of the breaking portion. It was scorched and melted. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that sparks were generated (when high frequency output) on the distal end of the sphincterotome. The issue occurred during the therapeutic procedure (endoscopic retrograde cholangiopancreatography). There was no patient harm associated with the event.